Event description:
During a surgical aortic replacement after explanting a 29mm sapien xt valve, it was noted that a mitral chordate tendinae was torn and required repairing. At last report, the patient was in the ICU recovering and in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), injury to the mitral valve is a potential adverse event associated with the tavr procedure. Mitral regurgitation in tavr can occur from chordae tendinae entrapment during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with the transapical approach. This can result in transient mitral insufficiency and usually resolves on removal of the devices. In most cases this condition does not require intervention. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, neither the cause nor timing of the event can be confirmed. It is unknown if the chordae damage occurred during device manipulation during the original tavr procedure or it if occurred during the surgical extraction of an embolized valve and valve replacement. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This report is associated with report #2015691-2014-01806.